Event description:
Implant opened and there was no centralisers. Individual centraliser box opened and case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
Additional information: no device was available for evaluation. Device history records for the specific lot indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The previous investigations concluded that the centraliser was inside the packaging but not found by the surgeon. With the new configuration of packaging in use since 2009, the centraliser may have moved from its original place during shipment and may have been hidden by the foams when the surgeon opened the packaging. The exeter stem packaging has subsequently been redesigned. The new style packaging has fewer foam inserts, contains a centraliser compartment and is less likely to obscure the centralisers from view.